Event description:
During a ptca procedure of a calcified and 100% stenotic lesion in a tortuous lad artery, the maverick2 monorail balloon was suspected to have ruptured when blood flowed back into the lumen. No pt injuries or complications were reported.